Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva tpn bags leaked from the middle port. This was observed during the labelling process, prior to release. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between may 27, 2023 and may 29, 2023. H11: three (03) actual devices were received for evaluation. Visual inspection of returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.